Event description:
It was reported that the implantable neurostimulator (ins) had been sticking out and wasn¿t lying flat and was getting sore. The patient denied any falls or accidents and didn¿t know if she gained or lost any significant amount of weight. It was noted the patient had neuropathy and a lot of pain that hit her in her buttocks and her neck. The ins was painful to the touch and sore. The patient couldn¿t touch it but when she tried to push the ins up it wouldn¿t stay up. The patient was able to connect with the ins using the pp. The patient was redirected to their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).